Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting every day"), abdominal distension ("very bloated"), abdominal pain lower ("major cramps"), acne ("acne") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device breakage, vaginal haemorrhage, abdominal distension, abdominal pain lower and acne outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, device breakage, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:vaginal hemorrhage, abdominal distention, acne, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting every day"), abdominal distension ("very bloated"), abdominal pain lower ("major cramps"), acne ("acne") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device breakage, vaginal haemorrhage, abdominal distension, abdominal pain lower and acne outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, device breakage, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:vaginal hemorrhage, abdominal distention, acne, lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Even device breakage & pelvic pain were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.